Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was replaced due to end of life. The patient was doing well with good coverage postoperatively. The explanted ipg was retained by the medical facility and will not be returned.